Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the pusher was returned for analysis. The implant, introducer, microcatheter, and packaging were not returned for analysis. Investigation into the returned device found the proximal end of the pusher to be in good condition. The distal end was also in good condition, except for the heater coil area; the heater coil displayed signs of thermal detachment. The heater coil was found to have a metallic thread wrapped around the heater coil section. The thread appears to be a filar from an implant, however the exact origin cannot be identified. The thread was removed and was confirmed to not be part of the pusher delivery system. Additionally, the strain relief was damaged and compressed. The monofilament was extracted to determine the profile of the detachment location; no definitive profile could be identified. Based on the investigation findings and available information, the reported complaint is non-verifiable. The causation for the damage to the pusher could not be determined, but is suspected to be the result of entanglement with detached coils during retraction. No evidence of partial detachment could be identified. The instructions for use (IFU) identifies difficult and premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil did not completely detach and then unexpectedly detached during withdrawal of the pusher wire. There was no reported patient injury or additional intervention.